Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a concentric, de novo lesion in the proximal circumflex coronary artery with moderate tortuosity, heavy calcification and 90% stenosis. A 2.00 x 20 mm mini trek rx balloon dilatation catheter (bdc) was advanced, with resistance from the anatomy, for pre-dilatation. On the first inflation of the balloon to 10 atmospheres, a rupture occurred. A non-abbott bdc was used to successfully dilate the lesion. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.